Event description:
Boston scientific received information that this patient was admitted to the hospital for other reasons than cardiac. While in the hospital, loss of rv capture was observed. The physician implanted a new p/s rv lead next to this lead and reinserted this lead into the atrial port. This was considered a short term situation until further evaluation could be completed. The patient did have symptoms of lightheadedness. The lead remains in the patient. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.